Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor was threaded normally and placed in the hole. When tightening/adjusting the thread tension, the thread was torn out of the anchor. The anchor was therefore not triggered and was pulled out of the hole. The anchor remained in the bone; the trigger mechanism was pulled out. Further info reported: the thread was torn from the anchor. This means that either the proximal part of the anchor is broken or the thread is torn. The thread was still intact and could be used for the next anchor. We couldn't see the anchor because it was embedded in the bone. Based on our observations, I have to assume that the anchor is broken. We didn't see the anchor come out of the hole. It is possible that part of it was drilled out for the rest of the procedure (placement of additional anchors). The next step was to drill a new hole in the bone to refix the labrum with a new anchor. Estimated delay: 5 minutes.

Event description:
It was reported that the anchor was threaded normally and placed in the hole. When tightening/adjusting the thread tension, the thread was torn out of the anchor. The anchor was therefore not triggered and was pulled out of the hole. The anchor remained in the bone, the trigger mechanism was pulled out. Further info reported: the thread was torn from the anchor. This means that either the proximal part of the anchor is broken or the thread is torn. The thread was still intact and could be used for the next anchor. We couldn't see the anchor because it was embedded in the bone. Based on our observations, I have to assume that the anchor is broken. We didn't see the anchor come out of the hole. It is possible that part of it was drilled out for the rest of the procedure (placement of additional anchors). The next step was to drill a new hole in the bone to refix the labrum with a new anchor. Estimated delay: 5 minutes.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor breaking probable root cause: application - excessive force impacting inserter - extremely hard bone, no pilot hole drilled - poor patient bone quality the reported failure mode will be monitored for future reoccurrence.